Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient had a severe club foot as a child and some operations when the patient was an infant and toddler. Several years back the patient had a hind foot reconstruction/fusion with large allograft. The patient had deformed arthritic ankle joint subsequently. We placed an inbone ii with prophecy several months ago. Intra op looked and felt good but the patient has done poorly with motion and pain. The patient's hind foot is not amenable to osteotomy. The physician believes the patient needs to gain more ankle motion through the prosthesis.

Manufacturer narrative:
Correction - h6 (device code, results code and conclusion code). The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that patient is suffering from club foot and went through multiple surgeries since childhood. Also, arthrodesis of the talonavicular and the calcaneotalar joint has been observed in CT scans. The pe cannot be assessed directly in the CT scans. However, there is no clear indirect signs of loosening or migration. The talar component does not show a clear loosening, although there is a little bit of radiolucence. There seems to be biomechanical problem with limited mobility in lower ankle joint. Based on investigation, the root cause was attributed to a patient related issue. The failure caused because patient is suffering from club foot and there seems to be biomechanical problem with limited mobility in lower ankle joint. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient had a severe club foot as a child and some operations when the patient was an infant and toddler. Several years back the patient had a hind foot reconstruction/fusion with large allograft. The patient had deformed arthritic ankle joint subsequently. We placed an inbone ii with prophecy several months ago. Intra op looked and felt good but the patient has done poorly with motion and pain. The patient's hind foot is not amenable to osteotomy. The physician believes the patient needs to gain more ankle motion through the prosthesis.